Event description:
It was reported that the insulin pump had cracks on the battery carrier. No further information reported.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot (p), minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and bleeding ICD. Act button did not respond due to flattened button dome switch. The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.